Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that the customer experienced continuous elevated blood glucose (bg) levels (value not provided). Bg was addressed via manual injections. The customer declined to provide additional information regarding the issue. Reportedly, the customer reverted to manual injections for insulin therapy.